Event description:
The pump was returned for an unspecified prime issue. Investigation revealed that the force sensor was out of calibration and there was evidence of contamination on the force sensor shim. This report is made based on results of investigation completed on (B)(6) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that the force sensor was out of calibration and the force resistance measurement was out of specification. There was evidence of green contamination found on the force sensor shim. The force sensor plate was dimpled. Unrelated to the force sensor issue, evaluation revealed a cracked battery compartment and a faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.